Manufacturer narrative:
Although the exact date of the primary surgery is unknown; it was reported to have occurred approximately 12 years ago. Examination of the submitted tibial insert confirmed polyethylene wear. Product information required to review the device history records was not provided. The investigation could not draw any conclusions about the root cause of the polyethylene wear; however, the reported patient large physical stature in combination with the length of time implanted could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. In addition, the tibial insert product code is a discontinued item. Should additional information be received, the complaint will be reopened. MFR considers this investigation closed.

Event description:
Patient was revised to address loosening of the femoral and tibial components. Poly wear and osteolysis were noted intraoperatively.